Event description:
This device was explanted due to repeatedly going into safety backup mode. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, showing that the ICD was operating in the safety backup mode. The battery status was bos. The returned device data and the ICD memory content were thoroughly analyzed. The analysis revealed, that the device automatically activated the backup mode on august 06th, 2024, because it detected invalid memory content during the automatic signature check. The previous reported activations of the safety backup mode could not be confirmed during analysis, because no data before re-initialization were available. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the ICD will activate the backup mode to ensure patient safety. Please note, while in the safety program the ICD therapy is available. In a next step, the ICD was extensively tested. During the tests backup mode activation could be reproduced. The root cause could be narrowed down to a damaged memory cell. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test, including multiple memory tests, proved the device functions to be as specified. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data was inspected. The inspection revealed that the ICD activated the safety backup mode, because it detected invalid memory content during the automatic signature check. Based on the data available for analysis and due to the mentioned repeated activation of the safety backup mode the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component. Biotronik has informed the health care professional about this analysis result, who decides, based on the patient's individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
This device was explanted due to repeatedly going into safety backup mode. No adverse patient events were reported. Should additional information be received, this file will be updated.